Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Based on the limited information provided, the root cause of the retroperitoneal bleed could have been the noted high stick. The mynx instructions for use states: do not use the mynx vascular closure device if the puncture is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site. There is no evidence to suggest that the mynx device did not perform as intended.

Event description:
An elderly female patient underwent a percutaneous coronary intervention (pci) in 2008. The procedure was performed via a 6 french procedural sheath, placed in the common femoral artery, reportedly above the femoral head. Intra-procedural reopro was administered. At the end of the pci, a mynx vascular closure device was prepped and deployed by a physician trained to mynx. Hemostasis was successfully achieved with mynx. While being transported to recovery, the patient complained of dizziness (blood pressure was not reported). The patient received an immediate CT scan which documented a retroperitoneal bleed. The patient was stabilized following a transfusion (4 units of packed red blood cells). The patient was discharged the following month in stable condition. No further clinical sequelae were reported and no additional information is available.